Event description:
Summary: it was reported by a neurologist through a company rep that a vns pt was seen in a follow-up appointment and high lead impedance was detected. The pt's generator was programmed to 0 ma and pt was referred for x-rays. Additional info from the pt's treating nurse indicated that no pt manipulation or trauma was reported to have contributed to the reported high lead impedance. No other diagnostics were available as the pt was a new referral. The last known good diagnostics were from (B)(6) 2010 and at the moment revision surgery is likely. X-rays were received and reviewed by the manufacturer. Review of x-rays indicated the generator was visualized in the left upper chest, the front of the generator is facing forward. The filter lead-through wires appear to be intact, and the lead connector pin appears to be fully inserted into the generator connector block. A large part of the lead is visible, apart from a section of the lead that is placed behind the generator and could therefore not be assessed. Electrodes appeared correctly aligned on the vagus nerve. No acute angles were observed in the assessed portions of the lead, no lead break was found in the visible portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient will be referred to another city for full revision. At this time no surgery date is planned.